Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, it was reported that the patient took insulin based off of the cgm reading (value not provided). Due to taking too much insulin and the cgm being inaccurate, the patient stated they felt dizzy, lightheaded, nauseous, sweaty, had brain fog and eventually dropped to the floor. The patient's daughter called the paramedics. When they arrived, they tested her blood sugar and it was 185 mg/dl compared to the cgm that was reading 305 mg/dl. The patient was taken to the hospital and at the hospital, they were treated with IV glucose. The patient was in the hospital for 4 hours. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
There were no reported glucose values available to search within the parkes error grid calculator for the time of the event when the patient made a treatment decision based on the cgm value. The reported glucose values for when the paramedics arrived and tested the bg fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023.